Event description:
(B)(4). Same case as 2134265-2011-05728. It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the mid left anterior descending artery with 90% stenosis and was 10 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 12 mm and 3.00 x 24 mm taxus liberte stents. Following post dilatation, residual stenosis was 10%. The patient was discharged the next day on aspirin and prasugrel. At 447 days post index procedure, the patient expired the site received a phone call from a friend that the patient was found dead at home. There was no autopsy done nor any hospitalization associated with the death, therefore, the site has confirmed no further information available on the event.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that during the index procedure, since the lad was moderately to highly calcified rotational atherectomy was done using floppy rotablator wire and a 1.75 mm burr. This was followed by angioplasty with a 2.5mm balloon and placement if the 2.75 x 12 mm study stent in the target lesion. Post stent placement, ivus revealed fractured plaque with dissection of plaque, which was not visible angiographically. This was treated with placement of a 3.00 x 24mm taxus liberte bailout stent proximal to the study stent.